Event description:
It was reported that both ra and rv impedances were out of range. Mv was deactivated and a revision/replacement was done. It is currently unknown if the lead remains in the patient. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be re-opened should additional data become available.